Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician operated the handle and found the device could not completely open and it could not cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the physician operated the handle and found the device could not completely open and it could not cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: (product investigation). One captivator snare was received for analysis. It is important to mention that the returned device does not match the lot reported by the customer. Visual analysis of the device did not find any problems. Functional evaluation of the returned device found that the device was not able to extend completely. Electrical testing was also performed, and the device's electrical resistance was within specification. The reported event of loop failed to extend was confirmed during functional testing upon return. The reported event of loop failure to cut was confirmed since it can be a result of improper loop extension. It is important to mention that per procedure the product builders must verify that the loop extends correctly outside of the catheter and this inspection is 100% executed. This specific problem could be a result of the procedure or preparation however the specific cause cannot be established. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is cause not established. Block h11: block d4 has been updated based on the returned device. The lot number has been updated since the returned device does not match the reported lot number.